Event description:
A distributor contacted zoll on (B)(6) 2015 to report that an (B)(6) male patient developed a skin irritation under the front therapy electrode (te), which later developed into two bumps and bleeding under the back, left ECG electrodes. The patient was then reported to be in the hospital for an unknown reason. Additional follow-up was unable to be obtained.

Manufacturer narrative:
Electrode belt sn (B)(4) was not returned to the manufacturer. There is no indication of a device failure associated with this event. Method: biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.